Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been hospitalized for high blood glucose levels. The customer reverted to using insulin pens for insulin therapy. The customer declined to provide further information regarding the event.

Manufacturer narrative:
Product was received; however, was inadvertently was refurbished prior to device investigation.